Manufacturer narrative:
(B)(4). The patient was reported to be in her (B)(6). This is a report of a touch contamination that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient experienced cloudy effluent as a result of the peritonitis and was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneally, dose, duration, and frequency not reported) for the event. At the time of this report, the patient was scheduled to be discharged from the hospital and had recovered from the peritonitis. It was reported that the patient was retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.